Event description:
It was reported that the patient experienced skin erosion due to lead migration of the left l5 lead. The patient also experienced discomfort with the drg system. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.